Manufacturer narrative:
Additional information received on september 14, 2023 indicated that the patient also reported that she is having major complications, bruising, open sores on face, body fluid coming out from nipples, and abnormal bloodwork. Patient age at the time of event was 44 years old and ethnicity reported as hispanic, date of implantation updated to (B)(6) 2006. Date of event updated to (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na h6 health effect - clinical code e2402: generalized illnesses mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a female who underwent a breast augmentation primary with a mentor smooth round high profile, 310cc saline prosthesis experienced bilateral deflation, and unexplained systematic symptoms including rejection of the implants, inflammation, joint pain, fatigue, other unspecified illnesses, rashes all over the breast area, swollen patches, infection in the bloodstream, and swollen lymph nodes post procedure. The patient also informed due to infection in the blood stream that she is unable to remove the implants. The ultrasound and CT scan confirmed the deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right side.